Manufacturer narrative:
(B)(4) batch #: u93n7z. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy procedure the ¿relax pressure on blade¿ alert screen was displayed by the generator. When cleaning the blade, it was found that the blade tip was broken off. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 10/23/2020 different manufacturing record evaluation than what was originally reported: correction medwatch. H10: corrected data = h10 a manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.